Event description:
It was reported in the social science research network journal publication "smooth operator: nanotextured MRI-compatible breast tissue expanders are associated with lower rates of capsular contracture" that three patients experienced a rupture after a breast reconstruction using flora tissue expander®. It is not reported if medical or surgical intervention was required to solve the event. Additional follow ups are being conducted.

Manufacturer narrative:
Rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the device, as stated above. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander's shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope. Also, a complete review of the DHR could not be carried out since no device traceability information was provided. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through postmarket surveillance of reported complaints & adverse events.